Manufacturer narrative:
(B)(4): results - (direct stenting). (Calcified focal lesion with 90% stenosis). Conclusions: (direct stenting).(calcified focal lesion with 90% stenosis). Evaluation summary: the scuba stent, 0.014" guidewire, pouch and box were returned for evaluation but the stent delivery system was not returned. The stent was flattened and kinked. Performance tests could not be performed due to the level of damage to the stent.

Event description:
An attempt was made to use a scuba peripheral co-cr stent system to treat a calcified focal lesion in the common right iliac artery with 90% stenosis. When attempting to cross the lesion, the stent came off the balloon. A guidewire was used to remove the stent from the patient's body. Another scuba peripheral co-cr stent of the same size was used to treat the patient. No injury was caused to the patient.